Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in common device name and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately three years and four months post port placement procedure via the right subclavian vein, an x-ray examination was performed and revealed subcutaneous leakage near the port body. The port system was removed. There was no reported patient injury.

Event description:
It was reported that approximately three years and four months post port placement procedure via the right subclavian vein, an x-ray examination was performed and revealed subcutaneous leakage near the port body. It was further reported that port allegedly fractured. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a catheter was returned for evaluation. Gross, microscopic visual, tactile and functional testing were performed. The investigation is confirmed for the reported fracture and fluid leak as a partial circumferential break was noted proximal to the proximal end of the catheter. Further, the edges of the partial circumferential break found proximal to the proximal end of the catheter was noted to be uneven. Upon infusion, a leak was observed from the cath-lock. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.